Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported heart failure/congestive heart failure, respiratory failure, renal failure, and hemorrhage cannot be determined. However, heart failure, respiratory failure, renal failure and hemorrhage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient deaths reported in the article are captured under a separate medwatch report number. Attachment: article titled, "national outcomes of urgent vs. Non-urgent percutaneous edge-to-edge transcatheter mitral valve repair."

Event description:
This is filed to report renal failure, heart failure, respiratory failure, and bleeding requiring intervention. This research article was a retrospective study designed to evaluate the outcomes of urgent mitraclip procedures compared with non-urgent ones. A total of 15,993 patients underwent the mitraclip procedure from 2011 to 2017. Complications identified in the study included: bleeding, cardiac complications, respiratory complications, acute kidney injury, blood transfusion, hospitalization and death. In conclusion, there was no statistically significant difference in in-hospital mortality between urgent percutaneous mitral valve repair using mitraclip procedures compared with those in the non-urgent setting. Furthermore, no statistical difference was found in cardiac complications and hemorrhage requiring transfusion between urgent and nonurgent procedures, except higher incidence of non-cardiac events such as respiratory complications, acute kidney injury, and discharge to a care facility. Therefore, urgent mitraclip procedure might be an acceptable option when indicated. Details are listed in the attached article titled: "national outcomes of urgent vs. Non-urgent percutaneous edge-to-edge transcatheter mitral valve repair". No additional information was provided.